Event description:
The patient was implanted with a left ventricular assist device (lvad). Approximately 25 days post-implant of vad-57527, it was reported that the patient received a transplant. It was also reported that the patient had unspecified coagulation issues; therefore, he was placed on the transplant list. During the manufacturer¿s evaluation of the returned pump, thrombus was observed.

Manufacturer narrative:
The approximate age of the device is 25 days. The pump was returned assembled with the driveline cut approximately 3 inches from the pump housing and the distal portion of the driveline was not returned. Upon disassembly of the returned pump, visual examination revealed a deposition adjacent to the bearing ball within the proximal side of the outlet stator. The deposition¿s lack of laminated layering indicates that it did not initially form in the outlet stator. Although the origin of this deposition could not be determined, its areas of denaturation suggest that it was present while the pump was supporting the patient. Upon removal of the observed deposition, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. A review of device history records showed no deviations from manufacturing or qa specifications that would affect device function or performance. No further information is available. The manufacturer is closing its file on this event. Placeholder.